Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated and rising thresholds which subsequently returned to the starting values, for which autocapture was switched off. The lead remains in use. No patient complications have been reported as a result of this event.